Event description:
It was reported that far-field r wave oversensing leading to episodes of inappropriate automatic mode switch was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.